Manufacturer narrative:
(B)(4). Batch # p55e26. The analysis results found that the ccs25 device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The chief surgeon. Was the green indicator visible in the window prior to firing? Yes. Can you please describe the staple formation? Unknown. What is the current patient status? The patient is stable, and still in hospital , will leave from hospital next week.

Event description:
It was reported that during an endoscopic radial gastrectomy procedure, after fired the washing cutter was cut through, but the tissue was with half staple line and complete cut line. Changed to open total gastrectomy surgery, anastomosed the esophagus to the small intestine. The patient lost about 200 ml of blood during the whole surgery, without transfusion. Used a new device of same product code to complete the surgery. The procedure was delayed about forty-five minutes. The patient is stable and in the hospital now.